Event description:
Customer reported having high blood glucose for the last couple of weeks. He stated he was having an upset stomach and dry mouth as his symptoms of high blood glucose. The customer's blood glucose was 366 mg/dl. The customer had treated with the insulin pump. Troubleshooting found insulin was able to exit from the customer's tubing. There was also no leaks present and the customer's bolus history was correct. The customer was advised to change out his entire infusion set, reservoir, and insulin. The customer also reported a low blood glucose incident where his blood glucose declined to 30 mg/dl. The customer stated he had treated his blood glucose with food. Troubleshooting found the customer's insulin pump passed the high pressure and displacement test. The customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.